Event description:
During a gastric bypass procedure, the plastic on tip came off the device during use. Upon inspection , it appeared that the non-active white portion was slightly melted. No patient consequence.